Event description:
It was reported the pt was implanted with a sparc sling system on (B)(6), 2003 to treat her stress urinary incontinence. The pt experience pain, discomfort, mesh erosion, scarring, infections, worsening incontinence and urinary problems, mental anguish, and debilitating and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.